Manufacturer narrative:
The reported complaint of noise issue was not confirmed. Final analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with pocket erosion. While waiting, the patient experienced nausea, blurred vision, and headache. Shortly after, the patient experienced a seizure-like episode that is not believed to be related to the heart. The patient presented to the clinic a few hours later. The physician redressed the site and gave the patient antibiotics. Upon interrogation, it was noted that the implantable cardiac monitor exhibited noise and loss of contact. The patient was in stable condition. On (B)(6) 2020, the patient returned to the clinic for a follow-up. It was noted that the site was not healing properly. The device was explanted. The patient was in stable condition.